Manufacturer narrative:
H6: given that flank pain is not captured in the imdrf annex e, e2330 has been chosen to reflect the reported "renal pain". C19 was chosen to reflect the product history review. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Further investigation is being performed and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On 09 april 2026, gore was notified concerning a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. According to the report, on (B)(6) 2026 a male patient underwent a tambe procedure. It was reported that the procedure was completed as intended and all implanted devices were patent. On (B)(6) 2026, a scan confirmed that the implanted devices were positioned appropriately and functioning as intended. Allegedly, later on the same day (7 hours later), the patient presented with renal pain and an investigation discovered a spontaneous occlusion of the left renal branch (gore® viabahn® vbx balloon expandable endoprosthesis (vbx device)). On (B)(6) 2026, attempts were made to re-establish patency in the vbx stent; however, these efforts were unsuccessful. According to the report, all devices were used according to the instructions for use (IFU). At the time of reporting, the treating healthcare professional had not identified a definitive cause for the occlusion. The patient has been confirmed to be symptom free.